Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Femoral angiogram was not performed. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.femoral angiogram was not taken prior to using the device as directed by the instructions for use. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Analysis of the returned device found that a link break occurred at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear to the user very similar to the reported cuff miss. Reportedly, a femoral angiogram was not taken. Per the instructions for use, perform a femoral angiogram to verify the access site. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.